Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose levels due on (B)(6) 2026. The patient reported that set had been in use for three days which is against IFU. The patient received treatment with correction bolus via pump.